Manufacturer narrative:
The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. Tandem technical support was able to perform a log review to confirm the allegation; however, customer maintained that the pump initiated the fill tubing sequence without user interaction. The customer's blood glucose (bg) level ranged from 58-223 mg/dl. A replacement pump was sent to the customer for customer satisfaction. Recommendation was made to consult with a healthcare provider to discuss diabetes management.